Event description:
A user facility area manager reported a dialyzer was leaking during a patient's hemodialysis (hd) treatment. The estimated blood loss was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Upon review of the available information, it was determined that the event reported in MFR 1713747-2023-00659 did not involve any patient or a blood leak. Upon additional information received, it was determined this is not a reportable event. There was no patient involvement, serious injury, adverse event, or reportable malfunction. There will be no further updates.

Event description:
A user facility area manager reported a dialyzer was leaking during a patient's hemodialysis (hd) treatment. Upon follow-up, the clinic manager (cm) reported the dialyzer was observed to leak prior to a patient's hemodialysis treatment. No blood loss was noted. The dialyzer was not indicated to be available to be returned for manufacturer evaluation.

Event description:
A user facility area manager reported a dialyzer was leaking during a patient's hemodialysis (hd) treatment. The estimated blood loss was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. During the lot history review it was noted that there were six other complaints reported against the lot. Of the six, five complaints were reported by the same clinic and address a blood leak (unknown if internal or external) with no sample and are mentioned above. There was also one complaint (from a different clinic) that addressed an internal blood leak (no sample). An investigation of the device history records (DHR) was conducted by the manufacturer. The production record review showed there were one unrelated approved temporary dn and an nc (1453794: "bubble point scrap rate exceeded 4.0%" in the production of this lot. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
Upon review of the available information, it was determined that the event reported in MFR 1713747-2023-00663 did not involve any patient or a blood leak. Upon additional information received, it was determined this is not a reportable event. There was no patient involvement, serious injury, adverse event, or reportable malfunction. There will be no further updates on 1713747-2023-00663.

Event description:
A user facility area manager reported a dialyzer was leaking during a patient's hemodialysis (hd) treatment. Upon follow-up, the clinic manager (cm) reported the dialyzer was observed to leak prior to a patient's hemodialysis treatment. No blood loss was noted. The dialyzer was not indicated to be available to be returned for manufacturer evaluation.